Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include advancement or retraction of the stylet against resistance and kinking; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recs0590 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that on insertion difficulty was encountered manipulating PICC past the patients shoulder. After further manipulation and on entry to the svc a 'p' wave couldn't be identified. All possible causes were investigated. A further attempt proved unsuccessful- on withdraw the stylet was noted to be fractured.